Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 3003902955-2012-00008 to provide information regarding the evaluation of unused samples returned from the user facility.

Manufacturer narrative:
Subsequent to the initial medwatch report, the user facility returned unused samples of the same product codes from their inventory. The product packaging confirmed that the returned samples represented three production lots (111001, 110803 and 101004). These returned unused samples were examined and tested at the manufacturing facility. No abnormalities or defects were noted on visual inspection and all samples were confirmed to pass functional testing. Although the cause for the reported event cannot be definitively determined based upon the available information, there is no indication that the event was related to a pre-existing device defect. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that a staff member incurred a needle-stick while attempting to activate the safety feature following use of the device. During follow-up communication with the user facility, it was stated that: the nurse was attempting to activate the safety device using a table when the needle bent sideways; the safety device was unable to be activated due to the bent needle; subsequently, the nurse was stuck in her palm with the exposed needle during handling; and the nurse underwent routine in-vitro diagnostic testing for blood borne pathogens.

Manufacturer narrative:
The involved device was not returned by the user facility and the lot number is not known. Therefore, meaningful evaluation of device history records and complaint files is not possible. However, samples of the reported product code from current production and random lots were evaluated. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. Although the cause cannot be definitively determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an occurrence in the instructions-for-use, with statements such as the following: "handle with care to avoid needlesticks"; "if a needle is bent or damaged, no attempt should be made to straighten needle or use the product"; "position the sheath approximately 45 degrees to flat surface. Press down with a firm, quick, motion until a distinct audible click is heard. Visually confirm that the needle is fully engaged under the lock"; and "dispose of used needles and materials following the policies and procedures of your facility as well as federal and local regulations for sharps disposal." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).